Event description:
As reported by the user facility: the physician implanted the vena cava filter via the right femoral vein. The doctor reported that the bottom struts of the filter did not open completely upon filter deployment. The doctor was able to open the filter completely after manipulating the filter with a cobra catheter. It was reported that the pt was protected from pulmonary embolism. Pt is stable.